Event description:
The customer reported to vyaire medical problem with bellavista 1000e us where unit went down and "apphangb1" message appeared on screen. Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical received the suspect device for evaluation. Investigations performed proved that the failure can be reproduced in the lab and the user cant start the ventilation as the unit is in stand by mode. This failure classified as "permanent apphang while device in standby mode". Bug fix improvements will be implemented on next software release and this was documented under tfs ID 58571 and 58584. CAPA-000001062 assigned for app hang related issues. Additionally, a vyaire fsr (field service representative) performed a work order onsite. Verified apphangb1 message on screen which was then confirmed with technical support. Pulled logs from system. Replaced main electronics board and ran full system verification. The unit passed all test and is ready to use. System is currently on 6.1 software version. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: d4:corrected UDI information h4:provided correct device manufacture date"